Event description:
Three coolant leaks have occurred on the input water supply manifold since (B)(4) 2010. The leak is being caused by the manufacturer of the manifold over tightening the 3/4" bypass valve pipe connectors. This creates hairline cracks on the valve body. With time and constant pressure, the valve body leaks. Sequence of events that led to this complaint: (B)(4) 2010 notification 8000776324, replaced manifold due to cracked fitting on 3/4" bypass valve. (B)(4) 2010, notification 8000814804, replaced manifold due to cracked fitting on 3/4" bypass valve. (B)(4) 2010, notification 8000818768, temporarily fixed manifold with parts from service tool kit. Ordered parts for follow-up service. The clinac was to perform a multi-fraction stereotactic radiotherapy, but cancelled the treatment because of equipment reliability. There was no report of serious injury to the patient or operator. No patient data reported.

Manufacturer narrative:
The field service engineer repaired the manifold and verified clinac operation. New parts have been ordered for future replacement. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.